Manufacturer narrative:
(B)(4). Batch #: u9386g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the hp054 device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional, however, it worked properly with foot switch assembly. In addition, the moisture indicator was positive. No unexpected ready to pre-run issues were observed at any time during the testing. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level affecting the functionality of the handpiece. Although no conclusion could be reached regarding the cause of the reported event, it is probable that the ingress of moisture affected handpiece functionality. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, the return to prerun test alert displayed automatically. Changed to another one to complete surgery. There was no patient consequence reported.